Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received fro analysis. The void seal was broken. The console was tested using a gold foot pedal and a rotalink 1.75mm burr. The rotational speed in dynaglide mode was within the typical operational speed. The console did not exhibit any problems with any of the displays. The turbine rotational speed control is non-linear when decreasing from maximum rpm. The turbine pressure control knob requires extra turns before the pressure gauge reading registers a drop in pressure and the rotational speed display registers a drop in rpms. In the case of this console, the rotational speed abruptly drops to 173 krpm from maximum of 220 krpm. The rotational speed control is linear when increasing rpms from minimum to maximum. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During a rotablation case, the rotablator appeared to be working normally but the rotational display was not lighting up. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. During a rotablation case, the rotablator appeared to be working normally but the rotational display was not lighting up. There was no patient involvement.